Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2015 for ventricular- short interval counts (sic) and non-sustained tachycardia. No episodes available to view for confirmation of noise/oversensing. (B)(4).

Event description:
It was reported that the patient had some episodes of non-sustained tachycardia with nonphysiological noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.